Event description:
According to the reporter during a robot assisted laparoscopic surgery, after specimen extraction, the device was being used for reconstruction. The surgeon tried to connect the oral anvil and the handle but could not connect. The axis of the center rod was misaligned with the oral anvil shaft, when the surgeon tried to connect the device, the center rod pushed the oral anvil shaft too lightly and the shaft broke and connecting could not be performed. The surgeon then stopped using both devices and changed reconstruction to esophageal jejunum overlap anastomosis and completed the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.